Event description:
Boston scientific received info that this right ventricular lead had dislodged. A revision procedure was performed. The lead was explanted and successfully replaced with a new lead. No add'l adverse pt effects were reported.